Manufacturer narrative:
Replacement sent; unclear if fully resolved. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that monitor fault caused no display/image during use on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.